Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that at 6:30 pm on approx (B)(6) 2011, his infusion set cannula kinked resulting in elevated blood glucose 16 mmol/l (288 mg/dl). He changed the infusion site. The following morning his blood glucose was still elevated. He visited his diabetes educator and the basal rates on the infusion device were adjusted to decrease his blood glucose to 7 mmol/l (126 mg/dl). No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.